Event description:
It was reported the inserter for the titanium elastic nail locked and broke during insertion of a 3.5mm stainless steel elastic nail. The chuck on the insertion handle would not release with the assistance of a spanner wrench. The chuck eventually released and it appears the internal components are stripped. A 10 min delay was reported. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the returned inserter, lot number 8424513, was manufactured july, 2013. It was received with the knurled cap, which secures the distal assembly, partially removed. There appears to be loctite remaining on the threads of the cap and mating body. The threads of the inner components show wear. The distal end and blue handle show surface scratches consistent with the expected wear from use. There are hammer marks on the proximal end and t-handle pegs. While hammer marks would be expected on the proximal end where impact would occur, hammer marks would not be expected on the t-handle pegs. This shows evidence that hammering, not as recommended, such as off angle hammering from not using a guide, and hammering on surfaces other than the distal end, was likely used. The complaint condition is confirmed and could be replicated because, when reassembled, the knurled cap does not fully thread to the body and this could impact a jammed condition. A review of the current edition of the design drawing, (B)(4) was performed. The device showed dimensional conformity. The threaded cap is secured with loctite to retain the assembly because it is not designed to be disassembled. Per the technique guide, the device does not need to be disassembled for sterilization and ¿it is essential to lubricate the inserter periodically with autoclavable oil to maintain smooth operation of the chuck¿ (technique guide, j3231-h). Therefore, disassembly or care and maintenance not as specified in the technique guide likely impacted the complaint condition. Additionally, off angle hammering would transfer force to the threads and could result in damage to the inner components. The proper use, care, and maintenance and the jammed condition are being addressed in CAPA (B)(4). Therefore, this condition is the result of a possible design deficiency. In conclusion, the complaint condition is confirmed that the cap that secures the assembly jams partially threaded. It is likely that off angle hammer blows, disassembly, and/or care and maintenance not as specified in the technique guide impacted the complaint condition. The proper use, care, and maintenance and the jammed condition are being addressed. Therefore, this condition is the result of a possible design deficiency. The risk analysis was found to adequately address the condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.